Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not delivering boluses when requested. Additionally, the bolus history was not correctly displaying the correct time information for when a bolus was requested. Customer experienced diabetic ketoacidosis with blood glucose level of 500 mg/dl which the customer addressed with a bolus via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.